Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was programmed to infuse a certain amount of medicine. However, the device infused too much of the medicine. It was noted that the clinician was able to give a medication to the patient to help with any side effects that would have come from over infusion.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the device was programmed to infuse a certain amount of medicine. However, the device infused too much of the medicine. It was noted that the clinician was able to give a medication to the patient to help with any side effects that would have come from over infusion.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had accuracy - high (volume, temp, pressure), according to the staff the device was program to infuse a certain amount of medicine and the device infused too much of the medicine and patient is ok and now they are sending the original iui connectors and pressure sensors since they have been replaced. There was no patient involvement.